Manufacturer narrative:
An illuminator probe sample was not returned for evaluation for not sticking in the trocar. The final product lot was identified. A device history record review for the lots was conducted. According to the device history record review, the lot were reprocessed for anomalies that did not contribute to the customer complaint. The product was released according to the product¿s acceptance criteria. The complaint evaluation cannot confirm the illuminator did not fit into the trocar. Because a sample was not returned and the lot information provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).

Event description:
A nurse reported that a light probe did not stick in the trocar during a vitrectomy procedure. The probe kept falling out. Another probe was used. The procedure could be completed without further issues. There was no patient harmed but a 1-2 minute delay not clinically significant for the surgeon. Additional information provided by a company representative. No force was applied when inserting the probe through the trocar. The probe did not stick inside the trocar and it was passing through. But the probe was fitting loose and could not stay in position. Additional information has been requested and received.